Event description:
Customer reported: "a patient scheduled for 2g IV magnesium to be given. Alaris pump properly set up with guardrails used. The mag was hung as secondary. While nurse was talking to the patient, medication was noted to be rapidly infusing into the primary bag of normal saline. Bubbles were observed risking in bag. The nurse immediately disconnected from the patient." The pump was sent to the customer's clinical engineering department and found to be working as intended. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
Manufacturer's report date: 04/23/2014. Internal file no: (B)(4). The affected product has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.